Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognized on the bus. A field service engineer has validated and confirmed that the drawer can be successfully recovered via the medical application. The system had functioned as intended after the field service engineer had troubleshooted the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.